Event description:
Rptr indicated that on event date, pt had a violent 18 minute seizure. The magnet was used at the onset of the seizure. The pt vomited and aspirated into their lungs resulting in adult respiratory distress. Pt was hospitalized for three months. Pt spent the first month in neuro-critical care, the second month in the respiratory unit being weaned off of the ventilator, and the third month in therapy to regain strength and weight pt had lost. Also while in the hosp, the pt developed a bleeding ulcer and needed 6 units of blood. In 2000, just 6 weeks after being home, the exact same seizure pattern occurred. The magnet was again used at seizure onset. The pt again vomited and aspirated, but a vacu-aide suction machine was used and eliminated a great deal from entering the lungs. Pt was again hospitalized for another 6 weeks and placed on a ventilator. The physician decreased the device output current to 0.75 the following month while pt was still in hosp. The magnet has not been used at seizure onset. There have been no more incidents of this nature. There have been many seizures, but no life-threatening aspiration.